Event description:
It was reported that, during a real intelligence cori assisted tha surgery, got to cup navigation during the case, the pelvis picture wasn¿t not showing up and the version and incubation numbers were not showing up, the case then crashed. The procedure was resumed, after a non-significant delay, changing to a manual procedure. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) intended for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. The pelvis picture wasn't showing up and the version and incubation numbers were not showing up. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated with issues with modelling/visualization. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.